Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was not returned for investigation. Data logs show that the 'placement signal not reliable' alarm appeared for 15 minutes, along with several suction alarms and a fluctuating placement signal trend during the time of the event. There was no trend noted related to hard failure of the optical signal 5s parameters. During the event, central venous pressure was reported to be negative. The cause of the optical signal issue was most likely patient condition related, based on data log review. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an implanted impella rp pump triggered a placement signal not reliable alarm during patient support. The audio on the alarm was disabled, and support with the pump continued. The patient expired while on support.